Manufacturer narrative:
Citation: nakase et al. Five-year outcomes with self-expanding versus balloon-expandable tavi in patients with left ventricular systolic dysfunction. Am heart j . Nov 12:280:18-29 2024. 10.1016/j.ahj.2024.10.018. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding self-expanding versus balloon-expandable transcatheter aortic valve implantation (tavi) in patients with left ventricular systolic dysfunction. The study population included 758 patients who were predominantly male with a mean age of 81.8 years old.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r, evolut pro or evolut pro+ bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all self-expanding valve patients, adverse events included: hemodynamic instability, annulus rupture, aortic dissection, stroke, myocardial infarction, bleeding complication, arrhythmia requiring permanent pacemaker implant, and required cardiopulmonary resuscitation.  Among all self-expanding valve patients, malfunctions included: valve migration, moderate to severe aortic regurgitation, and moderate to severe paravalvular regurgitation.  No further information was provided pertaining to medtronic products.